Event description:
During an unrelated procedure, low pacing impedance was observed on the right atrial (ra) lead. Additionally, ra insulation damage was visually confirmed during the procedure. The physician elected to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
It was additionally reported that low sensing was observed on the right atrial lead in addition to the low pacing impedance that was reported previously.